Event description:
Pt seen on (B) (6) 2009, for initial activation. His audiologist stated that 2-3 additional magnets and pressure had to be added to the dib coil due to a thick skin flap. Fitting was attempted; however, pt would not stimulate and stated he did not have any auditory or non-auditory sensations near the limits of the software and while using a super strong magnet (ssm). His audiologist indicated that there was no visible swelling around the implant site; however, she could not feel the implant underneath the skin. She then attempted to change out all the external components with no difference in the results. Art measures were attempted; however, could not be completed due to the inability to confirm implant type, as a result of a thick skin flap. Additional magnets and pressure to the dib coil was attempted; however, art measures were still not obtainable. The pt is scheduled for surgery on (B) (6), for thinning of the muscle, which will be carried out under general anaesthetic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.